Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. 442963) from lot 3005944 was performed by the review of manufacturing records, review of customer¿s data, and by the complaint¿s history review. Review of the manufacturing records of bd max¿ enteric bacterial panel assay indicated that lot 3005944 was manufactured according to specifications and met performance requirements. Customer complained about three false positive results when using the bd max¿ enteric bacterial panel kit lot 3005944, which were negative in culture. Customer provided run 201 from instrument ct2346. Manual pcr curve adjudication was conducted across samples found in position a2, b1 and b3. All gave a low but true amplification (a2 for salmo, b1 for stx, and b3 for campy target). Low positive samples such as those obtained in run 201 can occur due to concentration in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. As mentioned in the package insert p0217, a bd max¿ enteric bacterial panel positive result does not necessarily indicate the presence of viable organisms, which also could explain the negative results in culture. Moreover, limit of detection can be different between methods. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The root cause was not identified. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lot 3005944. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported when using the bd max¿ enteric bacterial panel a patient sample was positive for campylobacter, but the corresponding report curves caused doubt in the user. The produced positive results were found to be negative in bacterial culture. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: medical device type: pch and pci

Event description:
It was reported when using the bd max¿ enteric bacterial panel a patient sample was positive for campylobacter, but the corresponding report curves caused doubt in the user. The produced positive results were found to be negative in bacterial culture. No health impact or consequence reported. Report 3 of 3.